Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater was not cooling. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on 08/21/2014: the perfusionist (ccp) stated that there were no issues observed during set-up and preparation of the cooler heater unit. During the delivery of the initial dose of cardioplegia, they observed that the cardioplegia solution was not being cooled as effectively as usually seen. The units are kept in closets off the operating room(s) and the hoses are routed out of the closet to the perfusion circuit. They mount remote controls on the perfusion machine. They found later, the cardioplegia water pump stopped working but since the unit was not located right next to the ccp, they did not hear that the water pump was not functioning. After the first dose was completed, the unit was changed out with a back-up unit and there were no other issues with cooling the cardioplegia solution.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) is going to make the repairs to the cooler heater unit.